Manufacturer narrative:
The patient was unwilling to return the test strips involved.

Event description:
It was reported the patient received the following results within 15 minutes: 334 mg/dl and 144 mg/dl.